Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A torn downstream occlusion (dso) seal detached, upstream occlusion (uso) seal delaminated, damaged battery compartment and door was noted. Functional testing was performed. Lcd screen was found to be scratched. The dso/uso sensor was calibrated. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is damaged lcd screen. The dso and uso seal, battery door and battery compartment, lcd screen and lens were replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was detached, upstream occlusion seal was delaminated. There was no patient involvement and no harm/adverse event reported.